Manufacturer narrative:
The device was not returned for analysis as the site kept the pushwire and the mechanical thrombectomy device was left within the patient. Since the device was not analyzed our investigation was limited and a definitive cause could not be concluded. Per the solitaire 2 instructions for use (IFU): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance. If withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire 2 revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary.¿ the lot history record showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause.

Event description:
Medtronic received report that during an ischemic stroke, the mechanical thrombectomy device separated from the pushwire. The device was delivered to the left m1. Upon retrieval, the device was unable to be removed. The device eventually detached from the pushwire and was left within the distal internal carotid artery (ica). The anatomy was moderate to severe in tortuosity. The patient did receive IV-tpa. The vessel was unable to be revascularized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.